Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 , that the g5 mobile application had no audio alerts. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion"

Manufacturer narrative:
(B)(4). Correction: "dexcom was made aware on (B)(4)2019 that on (B)(6)2019, that the g5 mobile application had no audio alerts."

Event description:
It was reported that there were no end of life alerts. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.